Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The root cause was undetermined. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice machine during drain 4 of 4. The home patient (hp) said he was on drain 4 of 4 for over an hour. The hp stated he had the drain line submerged in a bucket. The technical service representative explained the air gap at the end of the drain line.

Manufacturer narrative:
(B)(4). The sample and the lot number is not available at this time, therefore no evaluation or batch review can be performed. Should additional information become available, a follow up MDR will be submitted.